Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as there are no allegations of malfunction of the device. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "intraoperative fracture or breaking of instruments has been reported for general instruments." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-02584 / 02585).

Event description:
During a procedure, the tip end of a box reamer fractured causing the center hole of the box guide to become plugged so that bone mill would not fit in. There was no patient injury or delay in the procedure time.